Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The everflex entrust stent delivery system, (sds), was not received for evaluation. No ancillary devices or procedure reports from the procedure were received for evaluation. Nine photographic images of cine images were received. Cine image 1: this shows the targeted vessel the left distal superficial femoral artery, (sfa) - popliteal. The vessel exhibits a chronic total o cclusion-100%, (cto), that is severely calcified. The artery is 6mm in diameter and exhibits little tortuosity. This image shows contrast flow in the artery and surrounding vessels. Pooling of contrast is noted in several smaller vessels above the knee. Guidewire can be seen in the cine. Cine image 2; this shows the targeted vessel being predilated with a 5mm by 20mm pta balloon. Guidewire is present in the cine. Cine image 3: this shows the targeted vessel being predilated with a 5mm by 20mm pta balloon. Pooling of contrast can be seen in several smaller vessels above the knee. Guidewire is present in the cine. Cine image 4: this shows the targeted vessel being predilated with a 6mm by 150mm pta balloon. Pooling of contrast can be seen in several smaller vessels above the knee. Guidewire is present in the cine. Cine image 5: this shows the everflex stent implanted in the targeted vessel. Pooling of contrast can be seen in several smaller vessels above the knee. The distal end of the everflex stent is exhibiting compression by the vessel anatomy. Guidewire is present in the cine. Cine image 6: this shows the everflex stent implanted in the targeted vessel. Pooling of contrast can be seen in several smaller vessels above the knee. Guidewire is not present in the cine. Cine image 7: this shows the everflex stent implanted in the targeted vessel. Pooling of contrast can be seen in several smaller vessels above the knee. The distal end of the everflex stent is exhibiting compression by the vessel anatomy. Guidewire is not present in the cine. Cine image 8: this shows the everflex stent implanted in the targeted vessel. Pooling of contrast can be seen in several smaller vessels above the knee. The distal end of the everflex stent is exhibiting compression by the vessel anatomy. Guidewire is not present in the cine. Cine image 9: this shows the targeted vessel anatomy with a guidewire running through the vessel. No stent is visible in the cine image or in its cropped enlargement. Pooling of contrast is noted in several smaller vessels above the knee. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everflex entrust to treat a 120mm severely calcified left distal sfa-popliteal cto (chronic total occlusion-100%). The artery was 6mm in diameter and had little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a non-medtronic 6fr sheath left femoral artery and a 300cm non-medtronic guidewire. The everflex entrust thumbscrew/lock-pin was checked for securement prior to procedure. The lock pin was removed prior to insertion. The vessel was pre-dilated using non-medtronic 5 x 20 mm and 6 x 150 mm balloons. No resistance was encountered advancing the everflex entrust. The device did not pass through a previously-deployed stent and no excessive force was used. During the delivery through the vessel the first third/mid of stent deployed and fractured. The stent deployed in the target area. Everflex entrust stent left in place. Unable to pass wire back through stent of area where crush/fracture seen during deployment for post dilatation. Vessel occlusion occurred. Upon final images, area was not flow limiting.